Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B) (4) no anomalies found; (B) (4) full lead returned; blood on/in helix/lobe mechanism.

Event description:
It was reported that at implant the lead entered the subclavian vein but was removed when the exchanged stylet met resistance. It was also noted the initial thought was blood on the stylet which then entered into the inner core of the lead. A new lead was used. No patient complications have been reported as a result of this event.